Event description:
The customer reported the ventilator had no air output and the blower would not operate. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician verified the reported problem. The service technician reported the blower would not operate which could result in no ventilation during operation. The service technician replaced the blower to address the reported problem. Performance verification testing was completed and passed to operating specifications.